Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event. The reporter stated that the patient had received an empty cartridge alarm at midnight and slept through it until the morning resulting in a high blood glucose (bg). Reportedly, the patient's bg was 512mg/dl with small amount of ketones and no symptoms. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and that the patient remained on the pump. Reportedly, the patient's healthcare provider had not adjusted pump settings before or after the alleged event. This complaint is being reported for alleged hyperglycemia associated with use error in the pump.

Manufacturer narrative:
The pump has not been requested for return at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box showed a replace cartridge alarm on (B)(6) 2014 23:53; deliveries resumed when the pump was primed (B)(6) 2014 03:16. Insulin deliveries had been interrupted for 3 hours 23 minutes. The total daily doses added up correctly and reflected the users programmed rate. Typical usage alarms were recorded in the pump history. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately and within the required range. A replace cartridge alarm was reproduced for the investigation. The pump gave the appropriate sound warning and displayed the alarm message on the screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.